Manufacturer narrative:
The device was returned to the service for evaluation. A visual inspection was performed on the returned device and there is tissue build up, consistent that the device was in use. The ptfe pad (teflon pad) was inspected and found to be heavily worn, lifted and missing a section, with .331¿ of metal exposed. Approximately .313¿ of the teflon pad was noted to be missing. The device was attached to the test usg-400/esg-400 and passed the probe check. A u511 short circuit error was observed when activated when the probe and jaw are closed due to exposed metal. Both switches were checked and found both switches are functional. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, the doctor activated the jaws of the handpiece for an extended period of time and the white strip (teflon pad) inside the jaws began to hang outside of the jaws, but remained attached. A second a handpiece was used and the same issue occurred. The doctor switched to a different device and completed the intended procedure. There was no patient injury reported. This is 2 of 2 reports.